Event description:
It was reported that an alert triggered due to low impedance on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and low p-waves resulting in inappropriate mode switch episodes from the device. The rv and ra leads were capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 ipg 2006 (B)(6). (B)(4).